Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent alarms was not able to be confirmed. The event log file contained data recorded on (B)(6) 2020 from 10:19 am to 11:13 am where pi events were recorded. A power cable disconnect alarm was recorded on (B)(6) at 11:11 am. The associated voltage levels suggested that the alarm was recorded during power source exchange. The system controller serial number (B)(6) was not returned for evaluation. The customer reported that the patient cleaned the terminals on their batteries and clips. The patient was counseled to change batteries prior to low voltage advisories occurring. There were no further alarms reported. No products were returning for evaluation. Heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient received intermittent alarms over the past month but was unable to report what alarms as he did not look at his controller when the alarms occurred. The patient reported that he stays primarily on his batteries. As such, multiple low voltage alarms were noted. A review of the log file notes many pi events and 1 power cable disconnect captured. Technical support recommended checking the battery and battery clip contacts for integrity and cleaning them with an alcohol wipe. The patient was instructed to clean the batteries and battery clips but the patient is intermittently non-compliant, so the clinician cannot ensure it was done since the patient is at home. No equipment was exchanged as the alarms are not persistent problems and the clinician wished to see whether cleaning the batteries and clips would resolve any alarms. The clinician was monitoring and the patient had not reported any further alarms. The patient was educated to change his batteries when he gets the 15 minute alarm and not to ignore advisory alarms. Patient was asymptomatic. The clinician adjusted the patient's speed and was monitoring the patient's fluid status as the patient was orthostatic in clinic.